Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed fatal error message. A technical support specialist (tss) dialed into the station and switched to the admin profile. The tss stopped the data synchronization services, performed maintenance, and manually backed up the database to the d drive since the station is not encrypted. The tss reviewed the data synchronization logs, ran the dbcc checkd b command, and observed multiple error messages. The tss deleted the dump file and repaired the database using knowledge article (ka) medstation es - station database corruption - sql server detected a logical consistency-based I/o error. The tss then compared transactions between the station and the server and confirmed that they matched. The tss dropped the database and initiated a full synchronization. Although the full synchronization completed, the station became stuck on an 'insert into purge.purgestatistics' error. The tss applied ka retry - insert into purge.purgestatistics, after which the retry cleared and the device began uploading and downloading data normally. The tss confirmed that no error messages appeared in the remote support service event viewer and that the data synchronization logs were clear. An email summarizing the case findings was sent to the customer, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station displayed fatal error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.